Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural needle with no relevant findings. Visual inspection could not be performed as no sample was returned by the customer for investigation. The customer did provide a photo that appears to show a bent cannula on an epidural needle (reference files pic-tc# (B)(4). A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle with no relevant findings. The customer did provide a photo that appears to show a bent cannula on an epidural needle. However, without the actual sample, the potential cause of this complaint could not be determined based upon the information provided. No further action is required at this time.

Event description:
Toughy needle in kit bent upon insertion. Customer claims tensile strength is weak and product has not been hardened properly. Had similar issue with hustead. In aggregate and consistent with my own experience the shafts are bending far too easily. Tip deformations are less common but perhaps also more easily overlooked. Heard about 16 or so cases now of bent needles new since introduction of this kit. No patient injury or consequence.

Event description:
Toughy needle in kit bent upon insertion. Customer claims tensile strength is weak and product has not been hardened properly. Had similar issue with hustead. In aggregate and consistent with my own experience the shafts are bending far too easily. Tip deformations are less common but perhaps also more easily overlooked. Heard about 16 or so cases now of bent needles new since introduction of this kit. No patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). The customer reported the needle bent during use. The customer returned one epidural needle (reference attached files (B)(4)). The returned sample was visually examined with and without magnification. Visual examination of the returned needle revealed the needle appears used. The cannula of the returned needle is slightly bent. Microscopic examination of the needle bevel revealed the needle's tip is bent. The needle bevel appearance is similar to a needle bevel that has been pressed against a hard surface with force. The customer also provided a photo that appears to show a bent cannula on an epidural needle. No other defects or anomalies were observed. A dimensional inspection was performed on the returned epidural needle. The ID measured 0.046in (1.17mm) (pin gauge: ref-003131), which is within specification of 1.17mm per graphic kz-05500-007; rev 9. Specifications per graphic kz-05500-007, rev 9 was reviewed as a part of this complaint investigation. A design history review was performed for part # kz-05500-007 as a part of this complaint investigation. There have been no material changes for this part during the last two years that could have led to this complaint. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. The damage was discovered during use. Therefore, based on the condition of the sample received and the time of discovery, unintentional user error caused or contributed to this event. The reported complaint of the needle bent during use was confirmed based on the sample received. Visual examination of the returned needle revealed the cannula was slightly bent. Also, the tip of the needle bevel was bent, which is consistent with damage that can be caused when a needle bevel is pressed against a hard surface. A device history record review was performed on the epidural needle with no relevant findings. No material issues were found from the vendor for the cannula. Therefore, based upon the information provided, the observed needle damage, and the time of discovery, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Toughy needle in kit bent upon insertion. Customer claims tensile strength is weak and product has not been hardened properly. Had similar issue with hustead. In aggregate and consistent with my own experience the shafts are bending far too easily. Tip deformations are less common but perhaps also more easily overlooked. Heard about 16 or so cases now of bent needles new since introduction of this kit. No patient injury or consequence.